Event description:
It was reported that upon iol loading, the anterior haptic was bent int he middle instead of the haptic-lens junction. As a result, capsular rupture occurred upon lens insertion. The surgeon attributed the event to poor loading technique by the technicians and "rigidity" of the lens. No information has been provided regarding the type of inserter used during the event. Additional information has been requested, but no additional information has been received by bausch and lomb to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.